Event description:
The pt reportedly has skin flap problems. The pt has been monitored by the surgeon. The surgeon has tried antibiotics (prescription name not given). However, the skin flap has not healed fully. The pt requested that the c1 device be explanted.